Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation.

Event description:
During a pacemaker replacement procedure, the physician reported that the patient sustained a cardiac arrest for about 10 seconds, and there were lead connection issues while attempting to implant the subject pacemaker. Following is a summary of the reported details: based on the physician's decision, the procedure was performed without a temporary pacing system. Before inserting the lead into the connector port of the kora 100 sr, the physician turned the set-screw with the screwdriver 4 or 5 times clockwise and then 4 or 5 times counter-clockwise with the intention to check the operability of the lead connection system. It is unknown whether the screwdriver was turned for the identical number of turns in both directions. The physician did not check if either of the set-screw tips were visible in the lead ports. As the past follow-ups had shown no irregularities on the lead, it was decided to use the same lead without testing by a pacing system analyzer. The lead was inserted into the port and the set-screw was tightened, but the connector pin could not reach the end of the port. A click sound was heard, but pacing by the device was unsuccessful and cardiac arrest occurred for around 10 seconds. The lead was reconnected to the old pacemaker to provide pacing support. &#62017; reconnection attempt was made with the subject device, but the connector could not be fully inserted, and again there was pacing failure after tightening the set-screw. The physician verified proper function of the device by interrogating it, and there was no irregularity. The set-screw was loosened and the physician visually verified that the screw tip could not be seen in the port. An additional connection attempt was unsuccessfully made with similar results, and another pacemaker was subsequently implanted instead. After conclusion of the procedure, the physician manipulated the set-screw several times to "check mobility of the set-screw".

Manufacturer narrative:
(B)(4)

Event description:
During a pacemaker replacement procedure, the physician reported that the patient sustained a cardiac arrest for about 10 seconds, and there were lead connection issues while attempting to implant the subject pacemaker. Following is a summary of the reported details: based on the physician¿s decision, the procedure was performed without a temporary pacing system. Before inserting the lead into the connector port of the kora 100 sr, the physician turned the set-screw with the screwdriver 4 or 5 times clockwise and then 4 or 5 times counter-clockwise with the intention to check the operability of the lead connection system. It is unknown whether the screwdriver was turned for the identical number of turns in both directions. The physician did not check if either of the set-screw tips were visible in the lead ports. As the past follow-ups had shown no irregularities on the lead, it was decided to use the same lead without testing by a pacing system analyzer. The lead was inserted into the port and the set-screw was tightened, but the connector pin could not reach the end of the port. A click sound was heard, but pacing by the device was unsuccessful and cardiac arrest occurred for around 10 seconds. The lead was reconnected to the old pacemaker to provide pacing support. A reconnection attempt was made with the subject device, but the connector could not be fully inserted, and again there was pacing failure after tightening the set-screw. The physician verified proper function of the device by interrogating it, and there was no irregularity. The set-screw was loosened and the physician visually verified that the screw tip could not be seen in the port. An additional connection attempt was unsuccessfully made with similar results, and another pacemaker was subsequently implanted instead. After conclusion of the procedure, the physician manipulated the set-screw several times to "check mobility of the set-screw".